Event description:
A report was received from a home therapy nurse on (B)(6) 2015, regarding a (B)(6) male patient who began itching within one minute of his first hemodialysis treatment. The patient received 25mg of oral benadryl. Within two minutes more, the patient then turned red and broke out into "huge welts" all over his body. The patient then received 25mg of intravenous benadryl. The nurse performed rinseback. The patient's symptoms began to subside after 30 minutes. The patient was discharged from the center with instructions to contact the center should he experience additional issues.

Manufacturer narrative:
The disposable cartridge was not retained by the user facility for investigation. A lot number was not provided. The nxstage one user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.